Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the heat exchanger to the compressor was leaking. An additional malfunction was the on/off switch to the control panel had a short circuit.